Manufacturer narrative:
(B)(4). The manufacturer received x-rays and revision details for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that due to implant fracture the patient underwent revision surgery 3 months after the implantation.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: plate fracture. Event summary: it was reported that a ncb femoral plate was implanted on (B)(6) 2018 and revised on (B)(6) 2018 due to plate fracture. Review of received data: x-rays of right femur with knee joint in 2 flat x-ray screen photographed: knee total endoprosthesis and lateral attached osteosynthesis plate visible. Femoral recognizable fracture lines metaphyseal reaching to the femoral shield. In the fracture area a ncb femoral plate fixed with two screws and two cerclages, additional screw fixation at the distal end of the plate at the level of the condyles. At the level of the upper cerclage wire discernible breakage of the plate. Irregularities of the cortical bone structure below and above the fracture site of the plate. 2 plate holes above the upper cerclage wire not covered with screws, 3 overlying plate holes covered with 3 recognizable screws. The proximal part of the plate is not shown on the x-ray. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting => possible, as no products were returned for investigation, this point cannot be excluded. Breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device) => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material possible, as no products were returned for investigation, this point cannot be excluded. Breakage of implant due to implant will be implanted against contraindication possible, the indications are unknown. No specific information was received. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible, the x-rays do not show an abnormality. Breakage of the implant due to wrong interpretation of x-ray template for dimensions not possible, the x-rays do not show an abnormality. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent possible, as the plate was not returned, it remains unknown if the plate was bent or not. Therefore, this point cannot be excluded. Breakage of implant due to user define incorrect placement of the spacers and plate possible, it is unknown if spacers were used during implantation. Breakage of implant due to user perform improper handling of the plate during insertion possible, no implantation report was received. The products were also not returned for evaluation. Therefore, this point cannot be excluded. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent possible, as the plate was not returned, it remains unknown if the plate was bent or not. Therefore, this point cannot be excluded. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, the post op restrictions are unknown. No implantation report was provided. Therefore, this point cannot be excluded. Breakage of implant due to patient do not follow the postoperative protocol possible, the post op protocol is unknown. It can be possible that the patient did not follow the given information. Therefore, this point cannot be excluded. Conclusion summary: it was reported that a ncb femoral plate was implanted on (B)(6) 2018 and revised on (B)(6) 2018 due to plate fracture. The plate was in vivo for 3 months. The broken plate has not been returned for material analysis. Therefore, no statement about the fracture surface can be done. A picture with to x-rays were received and reviewed by an independent healthcare professional. The fracture of the ncb pp plate can be confirmed. With the given information and the performed investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.